Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 145.0 cm and 146.0 cm from the proximal end. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly and had offset coil winds. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device. Forceful advancement of the device against this resistance may have contributed to the kinks which were observed on the pusher assembly. During functional testing, the smart coil was unable to advance from its returned position due to the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. After proper re-sheathed the device into its introducer sheath, the smart coil was unable to advance out of the introducer sheath due to the pusher assembly kinks. Further evaluation of the device revealed offset coil winds on the embolization coil. This damage was likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
It was reported that the smart coil ¿did not deploy¿. No additional information regarding the completion of the procedure was provided.